Manufacturer narrative:
Correction: d6b - date of explant in 2017865-2024-67907 submitted on (B)(6) 2024 should have been empty instead of "(B)(6) 2024."

Event description:
It was reported that a patient presented in clinic for a routine follow-up. During the procedure it was observed that the right-atrial (ra) lead exhibited noise. As a resolution the ra lead was capped and replaced on (B)(6) 2024. There were no patient consequences, and the patient was stable.